Event description:
A broken haptic was noted after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement. Additional information has been requested.